Event description:
The customer stated that the device gave a blood glucose result without dosing the glucose strips. The customer ran controls and the result was in range. A request was made for the return of the suspect device and replacement product was sent.